Event description:
On (B)(4) 2013, a company representative reported that the patient had a 2" mass at his infusion site. Patient stated that this was the first time this had occurred. He treated the site with antibiotic cream. Follow-up with the patient revealed that he went to the hospital due to an infection at the infusion site. He received an IV of antibiotics for the inflammation and infection. The patient experienced night sweats while in the hospital. The infusion set was discarded; therefore, it cannot be requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. No product was returned.